Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the small grasping retractor instrument had a torn wire. The procedure was converted to laparoscopy surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was not provided due to data protection reasons.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation(s) not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.065¿ - 0.175¿ in length and were not aligned with the tube axis. The instrument was found to have a dislodged flush tube guide. The housing was removed for inspection and found the flush tube guide to be loose in the housing. As a result, the flush tube guide generated a rattling sound inside the housing.